Event description:
It was reported that the battery life of this pacemaker upon interrogation was at less than half a year remaining and a magnet rate of 90 ppm. A save to disk was performed and it was stated that a magnet rate was at 90 ppm with two and a half years battery life remaining. The boston scientific technical services (ts) advised to refer to the magnet rate for the battery life status as calibration constants may change with testing and affects battery life remaining. To date, the device remains in service. No adverse patient effects were reported. Additional information indicated that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Of note, this pacemaker's battery was designed to estimate remaining longevity based on the pacing capacitor charge time, which progressively increases as the battery depletes. These pacemakers were not designed with an ability to calculate remaining longevity for every possible current drain, which may cause replacement indicators to trigger earlier than what was previously estimated; however, it does not negatively impact the use, operation, safety, or performance of the device. Patient code 3191 captures the reportable event of surgery. This suspplemental report was created due to correction on initial reporter e1 to e3.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the battery life of this pacemaker upon interrogation was at less than half a year remaining and a magnet rate of 90 ppm. A save to disk was performed and it was stated that a magnet rate was at 90 ppm with two and a half years battery life remaining. The boston scientific technical services (ts) advised to refer to the magnet rate for the battery life status as calibration constants may change with testing and affects battery life remaining. To date, the device remains in service. No adverse patient effects were reported.